Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after an implantable cardioverter defibrillator (ICD) replacement procedure, the lead alert triggered, and the right ventricular (rv) lead exhibited low impedances. The lead remains in use. No patient complications have been reported as a result of this event.